Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe due to errors observed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have errors c-34. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported that the monopolar was not working and that erbe vio error c-34 was displayed on the generator. The system event logs confirmed erbe vio error c-34. The customer had power cycled the generator and the issue persisted. The isi technical service engineer (tse) verified that there was no magnetic interference that may cause the error. Isi tse recommended possibly using an alternate generator or swapping to another available vision side cart (vsc). The customer was determining how to proceed, at the end of the call. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The new instrument, new cautery cord, sterile adapter reseated, erbe power cycle, xi system power cycle, and patient neutral pad replacement. A 3rd party generator was used to complete the procedure robotically. There was no patient injury or harm.